Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) did not appear to be sensing on the atrial channel. The epg was in use with a patient who was not pacing dependent. Another epg was used but the issue was not resolved. It was recommended that both epgs be checked by the facilities biomedical engineering. It was later reported that epgs were not tested and remain in use as the clinician determined that the issue was due to the placement of the epicardial lead. No patient complications have been reported as a result of this event.